Event description:
The customer requested that an electrical safety test be done on the heartstart xl. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.